Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a problem with the pump and during the implant procedure they were able to aspirate 37 ml of water from the pump, they tried to fill the pump using the refill kit and were able to fill with only 17 ml. They tried to aspirate the 17 ml and were unable to. They tried with a 5 cc syringe and only got back 12 ml. The healthcare professional (hcp) felt the access port was "more shallow" than usual. The pump was not used and a new pump was implanted. They were able to fill the new pump with the remaining drug and there were no reported issues with it. The first pump was in warm saline and they would attempt to access it again. It was thought something "locked up" with the pump. The pump was used to infuse baclofen and dilaudid. It was further reported that the patient was also taking oral dilaudid at the time of the event. They were unable to aspirate fluid from the pump and questioned the temperature of the pump. After the pump sat in warm saline, they were able to access it. The patient was reported as doing well and receiving effective therapy. It was later reported the pump was filled with dilaudid and bupivacaine. The cause of the event was unknown, but the pump was able to empty completely after warming.

Manufacturer narrative:
Concomitant products: product ID: 8551, lot# cs3793, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.